Manufacturer narrative:
Month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer was inflating the cuff during the use of the product, leakage of air from it was observed. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One (1) device sample, along with a 12ml syringe, was received without its original packaging, in used condition, and decontaminated inside a ziplock bag. Per visual inspection, no damage or discrepancies that could cause a leak were detected. The returned sample was inflated using a syringe and submerged under water to detect any leak. No leaks were detected in the inflation system; the complaint was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken because the complaint was not confirmed. This failure will continue to be monitored to determine if new actions are needed.